Event description:
A user facility reported that an lma-classic size 4, would not stay inflated during intubation. Upon the second insertion and inflation of the device, a leaking sound could be heard. The lma was immediately removed and replaced with another lma. The puncture hole was found on the cuff upon removal. There was no report of pt injury or problem. It has been noted that the device has been used 21 times. The device has not been returned for eval. A follow-up report will be filed if further info is obtained.